Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The pump cover was removed and the force sensor pins were observed to be fully seated with no damage. During testing, there was also no evidence of internal moisture found. An unidentified force low was observed in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted loss of prime warnings and no delivery alarms. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.